Manufacturer narrative:
Name: ypsomed ag. Country: switzerland street: weissensteinstrasse 26. City: solothurn. Zip code: ch-4503. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced lost five infusion sets in just a few days due to the heat and because she is pregnant and has more difficulty with adherence on (B)(6) 2026.